Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Additional information was not provided. The customer declined by disconnecting the call before further troubleshooting with tandem technical support could be completed. There was no adverse impact to the customer's blood glucose level.